Event description:
It was reported that two collimators fell off during collimator exchange. While the heads were retracting following a presumed transfer of the collimators to the cart, the collimators both fell. There was some damage to one of the heads. A root cause analysis found the locker bars on the head to be improperly adjusted. They were too high in the open position, thus not allowing for smooth transfer of the collimators from the heads to the cart. Fmi 40752 had not been implemented at this site. This fmi addresses, among other things, the proper positioning of those locker bars. Plans are in place to implement fmi 40752. No injuries or other adverse events were reported.